Event description:
It was reported that the generator battery was pulse-disabled due to low battery pre-operatively and wasn't providing stimulation. Product return is not expected.

Event description:
It was reported that the patient is starting to have more seizures because his device "has not been working" per the patient. Information was received per the patient that the physician checked the device and he was not able to get any reading and the patient is not feeling stimulation. The patient's device was replaced due to battery depletion. The explanted generator has not been received to date.